Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/19/2017 that on (B)(6) 2017 the receiver was stuck on initializing screen. No additional event or patient information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was unable to be performed due to the receiver re-initializing. The data log was reviewed and screen error alarms were observed. The reported event of receiver stuck on initialization screen was confirmed during log review. A root cause could not be determined.